Event description:
Customer reported on (B)(6) 2023 from us alleging the elvie pump caused them severe burns. The customer did not confirm whether medical treatment was required or not.

Manufacturer narrative:
On initial contact the customer complained that she had been burned by the elvie pump. Serial numbers were provided for the device during the initial contact and the customer participated in the remote thermal testing. The results of the thermal testing determined that the device was within the acceptable temperature limits. In addition, the testing showed that the customer had used the product over the recommended time (40 mins) as per the IFU']aw-000562 - elvie pump manual - instructions for use'. The customer was requested to return the whole device, however, the customer only returned the breast shield parts, rather than the pump itself. A follow up was sent regarding the return of the pump and the customer did not respond. Due to the lack of response, we are unable to definitively conclude whether the device is still in use, however as per the remote testing this device is performing within the acceptable limits. The product device history records have been reviewed to determine and there has not been any manufacturing defects that may be a source of the issue. The conclusion from our investigations has not identified any product failure, manufacturing issue or malfunction that has resulted in the device to fail to meet specification which in this case, is the upper temperature limit for the applied parts (breast shield). We have noted that some of the higher temperatures seen may be the result of continuous use beyond the recommended 40-minute session timer, but still within specification. This may occur if the user restarts the device after it automatically turns off at the end of the session. It should be noted that specifications are still met and no temperatures are being recorded that could result in burns.

Event description:
Customer alleged experiencing serious burns by the elvie pump. Customer complaint reported from us.